Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2014). The lay user/patient¿s products have been returned, and the meter was evaluated by lifescan product analysis on 07/08/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/30/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Please reference (B)(6) for the actual MDR submission related to this complaint. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began ¿several months ago.¿ she tested on the subject meter and observed a value in the ¿high 300¿s mg/dl which she felt was high as compared to her normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of insulin through pump therapy and bases her dose on the meter results, she continued with her usual diabetes management routine in response to the alleged issue. At an unknown date/time after the issue began, several months ago, she developed symptoms of ¿dizziness, jittery, feeling of passing out¿ and self-treated with food/drink also at an unknown time. The patient reported testing her blood on another unknown device but did not provide the results obtained. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired; a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 3 ¿ (08/06/2014). Evaluation codes for product analysis conducted on test strips were omitted from follow-up report #2.